Event description:
It was reported that there had been difficulty obtaining telemetry when the programmer was used previously with a patient. Now, telemetry could not be obtained at all. Changing the programmer rf (radio-frequency) head did not resolve the issue, but another programmer was successfully used. It was further reported that the new rf head could not be removed. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there had been difficulty obtaining telemetry when the programmer was used previously with a patient. Now, telemetry could not be obtained at all. Changing the programmer rf (radio-frequency) head did not resolve the issue, but another programmer was successfully used. It was further reported that the new rf head could not be removed. The programmer was returned for repair. The rf head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Printed circuit board assembly found out of electrical specification. (B)(4) rf (radio frequency) head is difficult to disconnect from programmer due to damaged rf connector. Rf head connector had pin damage inside. Rf head cable found out of electrical specification.

Manufacturer narrative:
Evaluation summary: analysis confirmed the reported event of telemetry issues. The printed circuit board (pcb) assembly was found to be out of specification. Further analysis isolated the pcb damage to the radio-frequency (rf) head connector, resulting in the out of specification programmer telemetry condition. The additional analysis information also prompted a change in the result code. The change is reflected in this report.